Event description:
The patient received her scs system consisting of an ipg and lead on (B)(6) 2007. It was reported that the patient was occasionally feeling overstimulation and also pain at the ipg implant site. The physician explanted the system on (B)(6) 2009. The explanted ipg was returned ans for evaluation. The patient received another system at a later date. There is no further information available.

Event description:
Caller states patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 5.73 inr. Patient's coumadin dose was held based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.